Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the shaft on the unit was compromised. Further, the account realized this after the surgery.